Event description:
Patient was on a high dose dilaudid pca infusion. When patient pushed the demand button, they reported feeling funny and the syringe was found empty. The patient's narcan drip needed to be increased, due to the overinfusion of dilaudid. Evaluation of the event logs showed that a programming error resulted in a overinfusion. Several guardrail warnings were overridden and the dosage set such that one dose was almost the entire contents of the syringe (approximately 44.4mls).

Manufacturer narrative:
MFR's report date: 6/28/06. File no: 300140079. Pt info requested and all availabel info is included in sections a and b. This report was filed by the MFR.